Event description:
Per the clinic, the patient experienced pain with device use. Subsequently, the patient was placed under a general anaesthetic on (B)(6) 2020, in order to remove the magnet implant.